Event description:
It was reported that patient experienced four infusions set fell off during use event on (B)(6) 2026. The length of infusion set was in use for one hour to one day.

Manufacturer narrative:
Initial 2 of 4. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).